Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a blackout when inserting the endoscope. The degraded state of the device resulted in poor contact. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. As no device was returned for evaluation, a clear conclusion about the root cause of the reported adverse event was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.